Event description:
A nurse called to report the customer was just released from their hospitalization with high bgs. It was stated that the device was not delivering insulin property. Troubleshooting was performed. Pump passed the test. However, the lead screw and the reservoir compartment appeared very dirty, and the alarm history showed several alarms. Additionally, customer's spouse called three days later and stated that the customer was in the emergency room because pt had a stroke.